Event description:
It was reported that during the unknown procedure that surgeon stated he had bleeding with the device. The surgery was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: what was the source of the bleeding? Unknown. If it was a vessel, which vessel was it? Unknown. What was the vessel size? Unknown. Was the vessel placed in the center of jaw when placed in the device? Unknown. Was the vessel skeletonized prior to sealing? Unknown. Was there tension on the tissue when using the device? Unknown. How was procedure completed? With suture and device. What is the patient's current status? Ok. An internal rapid response call was held on (B)(6) 2023 to discuss the hemostasis issues/patient related issues. The doctor had a patient (the complaint reported in august) who had a lot of blood loss during the procedure. The patient did require a transfusion during the procedure. The rep is not sure whether the bleeding was coming from area where the large jaw was used or the area where the laparoscopic device was used. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.